Manufacturer narrative:
This report is being submitted as follow up no. 1 to , and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned partially mated with hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the bypass tube was found to be dislodged proximally. Microscopy analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. Upon the fluoroscopic analysis, the presence of the anchor was verified within the hemostatic valve. The deployment sleeve was in rear lock position with color bands fully exposed. The collagen had expanded from the slit due to contact with the blood. No other visual anomalies were noted. Functional testing was not possible due to the state of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube was not mated in a fully forward lock position before pulling to rear lock position leading to non-deployment of the anchor; the removal of the bypass tube would not have been possible if the deployment sleeve was correctly locked in forward lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while performing the last step by traction on the angio-seal device, the device did not deploy, it remained inside the sheath and the whole device was unintentionally removed. Manual compression was immediately performed to stop the bleed at the puncture site in the common femoral artery. The patient was reported to be in stable condition. The procedure outcome was successful. Hemostasis was achieved by manual compression and a band aid. Blood loss was less than 250cc's. Neither medical nor surgical intervention was required.